Event description:
It was reported that the medication syringes were infusing without the lever clamp down and engaged with the plunger of the syringe and the barrel clamp was not fully engaged. The pump did not alarm and allowed the user to proceed to the next screen. When product return for investigation was requested, the customer responded, "I believe that our team found the root cause of this issue. We found that if the plunger detect switch fails in the close position it can lead to this failure. Where the pump thinks it is attached to the top of the plunger when it is not actually in contact with the plunger. I think your engineering team should be able to duplicate this failure without us sending pump in, that have already been corrected for this failure. However, if we do come across another in the future we will be more than happy to send it in." There was no report of patient harm. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue that medication syringes infusing without the lever clamp down and engaged with the plunger could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. Bd has a product enhancement request documented associated with cleaning the area of the drive head in the vicinity of the plunger detect switch (per# 2753 syringe/pca module: cleaning instruction - plunger detect area). The device is used for treatment purposes. The root cause for the reported issue that medication syringes infusing without the lever clamp down and engaged with the plunger was not determined because no product was returned. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿medication syringes infusing without the lever clamp down and engaged with the plunger¿. Based on the crb review and the limited information provided no further investigation actions will be performed. H3 other text : no product returned.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the medication syringes were infusing without the lever clamp down and engaged with the plunger of the syringe and the barrel clamp was not fully engaged. The pump did not alarm and allowed the user to proceed to the next screen. When product return for investigation was requested, the customer responded, "I believe that our team found the root cause of this issue. We found that if the plunger detect switch fails in the close position it can lead to this failure. Where the pump thinks it is attached to the top of the plunger when it is not actually in contact with the plunger. I think your engineering team should be able to duplicate this failure without us sending pump in, that have already been corrected for this failure. However, if we do come across another in the future we will be more than happy to send it in." There was no report of patient harm. Although requested, further information was not provided.